Event description:
It was reported that the cartridge was cracked and leaking from the end of the pneumatic tap. Customer had elevated blood glucose levels (318 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.